Event description:
During a rotational atherectomy procedure, the burr broke. The following info was provided by the physician: "I noticed the bent shaft/cracked plastic upon removing the catheter from the guide. During rota there were some big rpm drops from 160k to 70k. We thought we had run low on nitrogen, but that seemed not to be the case. We were able to use it again without big drops, but the pt did show significant and long lasting junctional bradycardia after the run with the big rpm drop. Pt was hypotensive. I took extra care to make sure I did not have a perforation of other disaster. Angiographically we did not, but the whole picture was weird and out of the ordinary for a pretty straight forward rota."